Event description:
During a follow-up, noise resulting in oversensing was observed on the device. The patient experienced inappropriate anti-tachycardia pacing (atp). Lead fracture was suspected on the right ventricular (rv) lead but not confirmed. The device and rv lead were explanted and replaced to resolve the event. The patient is stable.